Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began between 9:30 am " 10:00 am on (B)(6) 2010. On an unspecified date, the patient reportedly obtained blood glucose results of "128, 120, 115, 109, and 132 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the patient manages his diabetes with insulin injections (self adjuster). On (B)(6) 2010 between 9:30 am " 10:00 am, the patient stated that he increased his food/drink intake. An hour after the alleged issue began, the patient claimed that he developed "cold sweats." It is unknown if the patient attempted to test his blood glucose on any other meter. The patient did not report receiving medical treatment due to the alleged product issue. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate erratic readings on the subject meter and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began. However, there is no evidence that the alleged meter was performing improperly since the reported blood glucose results passed lifescan's criteria for precision.

Event description:
A customer reported to (B)(4)-baxter that 8 minicaps were damaged due to the packaging style. No patient injury or medical intervention was reported. This report addresses product sample 1 of 8.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.